Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat an anastomotic stricture during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, an attempt was made to deploy the stent across an anastomotic stricture. The catheter was successfully passed through the stricture, and the first flange was initiated for deployment. The stent deployment hub clicked, indicating that the first flange should have opened, but it did not. After waiting a few minutes to allow time for the stent to expand, fluoroscopy confirmed that the stent had not opened. The stent was then removed and inspected outside the patient, revealing that the first flange remained undeployed despite step 2 being fully completed. An attempt was made to deploy the stent manually outside the patient, but it was extremely difficult. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat anastomotic stricture during an esophagogastroduodenoscopy (egd) procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to treat anastomotic stricture during an esophagogastroduodenoscopy (egd) procedure. Note: the complainant provided an image showing the device pouch, which includes device information such as the lot number and upn.